Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that during the initial inspection of the station, no failed icon was present. However, pockets a5 and c1 were physically present but were not displayed on the cubie map. A field service engineer proceeded to reboot the station. After the reboot, the cubbies appeared. The customer was instructed to log in and inventory the pockets. All functions operated without issue, and the customer confirmed the functionality. The system functioned as intended after the field service engineer repaired the device.